Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the physician placed three of the pinnacle mesh legs with no incident. When he attempted to attach the fourth mesh leg to the pt's arcus tendon, he fired the capio suturing device and then when he pulled on the mesh leg, the suture bullet was firmly stuck in tissue, detached inside the pt, and was not recovered. The procedure was completed using a new capio device because the curved needle carrier was bent on the initial device. A separate capio suture was also used, and attached to the graft. The physician stated that the pinnacle mesh is well-placed, he is pleased with the outcome of the procedure, and the pt is doing fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.